Manufacturer narrative:
As reported, the surgiphor bottle broke during use. There was no patient/user injury. Based on the information provided and without having the sample or photos to evaluate, no conclusion can be made. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note, the date of event is considered to be a best estimate as (18-apr-2026) based on the date of awareness. This emdr represents the surgiphor (device 1). Additional emdrs were submitted to represent the surgiphor (device 2 & 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the body of the bottle cracked as the surgeon was squeezing the bottle to stream the solution onto the open incision. There was no injuries or adverse event.